Manufacturer narrative:
The insulin pump was received with intermittent button response due to corroded keypad traces. No button error alarms were noted. No display ramping on its own anomaly was noted. The unit powered up properly after a battery installation. The unit was received with operating currents within specifications. No failed battery test was noted. The insulin pump was received with minor scratches on the liquid crystal display window. The unit was also received with a cracked case at the display window corners.

Event description:
The customer reported via phone call that the insulin pump alarmed button error. The customer was able clear the alarm. She attempted to bolus for dinner and observed the numbers scrolling without her input on the keypad. The customer's blood glucose was 97 mg/dl. She stated that the insulin pump alarmed failed battery test when she was changing the battery due to the button error alarm. The customer did not observe any significant events leading to the alarms. She stated that the keypad was unresponsive. The customer was advised to discontinue use of the insulin pump and revert to a back-up plan. The customer was advised to replace the insulin pump and agreed to return the device for analysis.